Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to split the was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. The reported failure to split the sheath appear to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: estimated date of occurrence. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during sheath splitting. Sheath splitting was not completed. The safety release mechanism was used to remove the starclose se device. Manual arterial compression and a trombix hemostatic patch were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.